Manufacturer narrative:
Despite multiple follow up attempts with the user, the removal status of the sensor could not be confirmed. No further investigation was found necessary. B4: date of this report updated to 13 october 2023. G3: date received by manufacturer updated to 17 april 2023.

Manufacturer narrative:
There is no schedule for the next removal attempt yet. Removal status will be updated in supplemental report once the information is available

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user's hcp could not remove the old sensor on the first attempt.